Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user observed elevated blood glucose while noting the ilet device felt hot to the touch during charging and once when the device was loose on a bed, without a temperature alert; the device logs showed a peak temperature of 45°c during charging and a similar elevated temperature once outside charging, with potential exposure to heat or sunlight considered. Symptoms included hyperglycemia up to 281 mg/dl that resolved while remaining connected to the ilet, and a separate episode of hypoglycemia down to 35 mg/dl with recurrent lows afterward. Outcomes included self-treatment with oral glucose that restored glucose to target without third-party assistance or medical intervention. Investigation included internal log review and customer interview. Investigation of this case revealed device temperatures within the stated operational range and no confirmed malfunction, with heat during charging considered normal and non-charging warmth potentially related to environmental exposure. It was concluded that the event involved user-reported thermal concern without a device failure and hypoglycemia of unclear cause; the user was advised to avoid hot environments and direct sunlight and to follow standard treatment for lows. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.